Event description:
It was reported that during the implant attempt, the right ventricular lead had no sensing of the electrogram signal. The lead position was changed but it still did not receive the electrogram signal. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the distal conductor connector pin was bent, there was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant.